Manufacturer narrative:
Additional information: section h-3: device evaluated by manufacturer: yes device evaluation: photographs provided by the customer were evaluated. Two photographs were received. Based on the damage displayed, the pictures are of two different lenses. One lens displays damage near the edge of the lens at the 11 o'clock position, relative to the photograph. The second lens displays paracentral damage. No further evaluation can be performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal tecnis synergy simplicity intraocular lens (iol) was removed and replaced from the patient's right eye during the same procedure due to the cracked optics of the lens. Nothing significant was encountered upon injection. There was no incision enlargement, sutures, or vitrectomy needed. The lens was replaced with another j&j different model, but with an unknown diopter. The patient's post-procedure status is fine. No further information is available.